Event description:
It was reported that the during an implant procedure, there were multiple attempts to place the lead. It was also reported that after several repositioning attempts, they felt the screw mechanism was no longer functioning appropriately. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and was analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism, and the lead was found to have been stretched and damaged at implant.